Manufacturer narrative:
Additional information b5.

Event description:
New information received notes confirm symptom was activated by the patient and happened to capture a true ventricular arrhythmia, yet the device didn't meet detection for tachycardia. Programming appeared appropriate but under sensing contributed to the non detection of tachycardia. Sensitivity changes were recommended. There were no patient consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that pause episodes due to undersensing and noise was observed on the implantable cardiac monitor (icm). The event was thought to be as a result of loss of electrode contact due to new implant and the pocket requiring more time to tighten around the device. The icm was to be monitored. There were no patient consequences.